Event description:
Multiple tubing failures between an approximate 3-week period from [redacted to redacted]: quantity 7 of set-0014-1, lot fa24105127- 2 wouldn't back-prime, 5 tubing set alarm. Quantity 1 of set-0021-1, lot unknown- tubing set alarm. Quantity 22 of set-0032-1, lots: fa23k03171: 1 won't back-prime, fa24j07013: 1 leaking cassette, fa24j14027: 1 leaking y site, 1 rotating luer lock broke, fa24j21253: 1 leaking cassette, fa24k05015: 1 leaking cassette, fa24ko1162: 1 leaking cassette, fa25a27143: 1 broke at distal y site, fa25a28018: 2 leaking cassette, 1 tubing set alarm, fa25b24023: 1 broke at connector, unknown lots: 1 broke at connector, 3 broke at distal y site, 5 leaking cassette, 1 tubing back flow. Spreadsheet saved in safety teams, equipment, medsun. Manufacturer response for set, administration, intravascular, ivenix infusion system (per site reporter). Working with mfg. Manufacturer response for set, administration, intravascular, ivenix, inc. (Per site reporter). Working with mfg. Manufacturer response for set, administration, intravascular, ivenix, inc. (Per site reporter) working with mfg.